Manufacturer narrative:
The reason for this revision surgery was due to a periprosthetic fracture after a fall. The previous surgery and the revision detailed in this investigation occurred 1.6 years apart. There are no reported pre-existing patient health conditions. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not made available to djo surgical for examination. A review of the implant device history records (DHR) shows that the reported component used in the previous surgery met design and manufacturing requirements. There were no non-conforming material reports (ncmrs) associated with the product that may have contributed to the event. The device was within its expiration date at the time of use during the previous surgery. Customer complaint history of the reported device showed no present trends or on-going issues that are in need of review. The root cause of this complaint was a revision surgery due to a periprosthetic fracture after a fall. There were no findings during this investigation that indicate that the reported device was defective. There are multiple factors that may contribute to an event that are outside of the control of djo surgical. There were no findings during this investigation that indicate that the reported device was defective. Inventory containment is not required as there are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient developing a periprosthetic fracture following a fall. The surgeon removed previous implant and replaced with a longer version. The stem and liner were explanted.